Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the product code available? J493g. Is the lot number available? Mlk230.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 09/24/2019. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. H3 device evaluation summary: an empty opened box and two unopened samples of product code j493, lot mlk230 were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the product code available? Is the lot number available? Will product be returned for evaluation?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was breaking/snapping. There were no adverse patient consequences reported.